Event description:
The customer experienced a low blood glucose (bg) level (2 mmol/l). The customer consumed carbohydrates to treat the bg. The root cause of the reported issue is unknown. Troubleshooting indicated that the pump settings may be incorrect, and tandem technical support recommended the customer consult with a healthcare provider to adjust pump settings.